Event description:
Information received indicates the head section of the bed is drifting back down whenever it has been raised.

Manufacturer narrative:
The technician found a build up of hydraulic fluid on the valve assembly. The technician cleaned the valve assembly to repair the bed.